Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A ntw clip was advanced to the left atrium. When attempting to identify tactile gripper it was noticed that one gripper did not lower. Troubleshooting was performed but was not successful. The clip was removed. Outside the patient, the gripper still failed to lower. A replacement nt clip was used to complete the procedure. There was no patient consequences or clinically significant delay.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. A ntw clip was advanced to the left atrium. When attempting to identify tactile gripper it was noticed that one gripper did not lower. Troubleshooting was performed but was not successful. The clip was removed. Outside the patient, the gripper still failed to lower. A replacement nt clip was used to complete the procedure. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.